Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's previous pump quit working around (B)(6) 2018. The patient noted that their pump was previously set to 100 mg/ml, which was then increased to 320 mg/ml and then decreased. No symptoms were reported. No further complications were reported.